Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 400 (mg/dl) range. Customer administered an injection to stabilize bg levels. During troubleshooting with tandem technical support, it was noted that the pump's time was 12 hours behind. Pump time was adjusted to reflect the correct time. Although requested, no further information was provided on the reported issue.